Manufacturer narrative:
Device is a combination device.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 16mmx2.75mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained a bend between 45 and 90 degrees. After a 6f non-bsc guide catheter and a non-bsc guide wire were advanced to the lesion, pre-dilatation was performed using a 2x12mm maverick balloon catheter. The wire was then exchanged with another non-bsc wire and was positioned distally. Subsequently, a 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal portion of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 16mmx2.75mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained a bend between 45 and 90 degrees. After a 6f non-bsc guide catheter and a non-bsc guide wire were advanced to the lesion, pre-dilatation was performed using a 2x12mm maverick balloon catheter. The wire was then exchanged with another non-bsc wire and was positioned distally. Subsequently, a 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal portion of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent struts were found to be lifted and pulled distally. The od (outer diameter) of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.